Manufacturer narrative:
Concomitant products: dtma1qq crt-d implanted (B)(6) 2020; 479888 lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.